Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed incoming test on automated test systems due to liquid crystal display back-light failure. It was also noted that the lock button has no clicking feel anymore the epg was cleaned and inspected the keypad was replaced and the display was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.